Manufacturer narrative:
A system displaying ¿end of life¿ message was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Surgical intervention took place where the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg was reaching end of life. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.